Event description:
It was reported that a shaver hit the scope and there is a missing piece of the distal tip.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that a shaver hit the scope and there is a missing piece of the distal tip.

Manufacturer narrative:
The product was physically returned and repaired before a full evaluation could be performed. Based on the repair diagnostic codes, the reported failure mode could not be confirmed. However, outer tube damage (bent/dented) was observed. Based on previous complaints, a possible root cause for outer tube damage is user misuse/mishandling and/or improper packaging. In sum, the product was physically returned but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.